Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that the iab catheter was placed in the subclavian artery on a patient awaiting transplant. The arterial waveform dampened and iab pressure waveform rounded at the top and bottom. There was no augmentation observed on waveform. Iab was unable to aspirate from central lumen. Customer tried transducing central lumen but waveform was flat. The console displayed optical sensor failure. The customer attempted aspiration, switched transducer sets and iab pressure cables. Check x-ray was obtained showing correct iab location. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.